Manufacturer narrative:
Noise was also detected on the lead. Lead was explanted on (B)(6) 2021. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual analysis revealed cuts into the insulation 19cm and 24cm distal to the df4 connector pin, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the observed oversensing leading to inappropriate shocks. The values of the parameters measured during the electrical analysis were within the technical specifications. The insulation was, apart from the present cuts, free of damages. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Noise was also detected on the lead. Lead was explanted on (B)(6) 2021. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The analysis of the provided follow up data, recorded between 24-apr-2020 and 23-oct-2020, noted the pacing threshold gradually rising from initially 1v to 2v in the end of the recorded period. The analysis of the provided iegm episodes noted artifacts in the rv channel, which led to the reported oversensing, as well as inappropriate ICD charging cycles and inappropriate shocks. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Noise was also detected on the lead. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The analysis of the provided follow up data, recorded between april 24th, 2020 and october 23rd, 2020, noted the pacing threshold gradually rising from initially 1 v onto 2 v in the end of the recorded period. The analysis of the provided iegm episodes noted artifacts in the rv channel, which led to the reported oversensing, as well as inappropriate ICD charging cycles and inappropriate shocks. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 6 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported.